Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of a bd insyte¿ IV catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: device history record of packaged needle batch 7111330 catalogue number 381223 and its assembled needle batches 7080081 and 7111375 part number yf01223sgt was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. 4 photos were returned for investigation. Foreign matter was observed in the returned photos. 1 actual sample in opened packaging was returned for investigation. Our quality engineer inspected the returned unit and confirmed the reported observation. The actual sample was subjected to visual inspection. Clear, loose fm was observed on the catheter of the returned sample. The clear, loose fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear, loose fm matched the spectrum of cellulose propionate. Cellulose propionate is a thermoplastic which is a derivative of cellulose when reacted with propanoic acid. Its applications includes molding plastics, medical components, and film products and melt dip coating. Upon further investigation, the loose fm could have been transferred from the manufacturing environment during handling or the assembly process. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on the nonconformance, proper gmp and housekeeping procedures.